Event description:
It was reported by service report that the fowler would not lower. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.